Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di) (B)(4).

Event description:
It was reported the patient lost stimulation lost approximately 3 weeks ago.(date of event unknown) reportedly, the patient stopped recharging and using the scs system due to a current issue (reference MFR report#1627487-2016-01421). Subsequently, the ipg was confirmed to be inoperable after troubleshooting with additional external devices. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(4) 2016 during which time the ipg was explanted and replaced with a new model. The issue is resolved.